Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 7300877. No samples from lot # 8172710 were returned. Customer states that the hub came away from syringe when the shield was removed and the syringes are broken. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch# 7300877. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for cracked hubs. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8172710. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe CAPA 97451 has been opened to address this issue.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with broken syringes and needle hubs that separated. Both issues happened once with lot# 7300877 and once with 8172710.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7300877, medical device expiration date: 2022-09-30, device manufacture date: 2017-10-27. Medical device lot #: 8172710, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with broken syringes and needle hubs that separated. Both issues happened once with lot# 7300877 and once with 8172710.